Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose levels read "high," with no specific values provided. In response, the customer administered a correction injection via manual injection (mdi). Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer reverted to an alternate method of insulin therapy.